Manufacturer narrative:
Currently,y it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that the sensor readings were wrong and the customer received a low suspend and the insulin pump shut off. Customer's blood glucose reading was 6.8 mmol/l while the sensor was reading 2.5 mmol/l. It was noted that the customer's mother was unaware that they have to wait 15 to 20 minutes after calibrating. The sensor cannula was also noted to be slightly bent. Customer's most recent blood glucose reading was 8.5 mmol/l. No further information reported.